Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three of four, while the hp was connected. The hp stated that they disconnected to rush to the restroom and reconnected; however, it could not be determined whether the hp disconnected improperly. The technical service representative (tsr) explained the alarm. The hp would complete therapy with manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.